Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned. As per the given clinical details, the root cause of the positioning issue was use related to the improper repositioning technique. H.6 investigation findings code 213 was reported on the original manufacturer device report (MDR) and code 4248 should have been reported. H.10 the additional manufacturer narrative reported that the investigation into the reported limb ischemia and vascular damage has been completed since the original report was filed. This is incorrect as the investigation was completed for the positioning issue and no previous report was filed as it was the original MDR.

Event description:
The user facility reported a 46-year-old black female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that an impella cp pump was pulled out of position during the course of support. The impella was subsequently kinked, and despite repositioning in the descending aorta to straighten the cannula, the device would re-kink each time it was advanced to the valve. Due to the noted difficulty, the decision was made to remove and replace the pump. There was no patient harm.

Manufacturer narrative:
(H3) the investigation into the reported limb ischemia and vascular damage has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the root cause of the positioning issue was use related to the improper repositioning technique. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
G.3 the date received by manufacturer ((B)(6) 2023) was reported incorrectly on the previously submitted supplemental manufacturer device report (smdr). (B)(6) 2024 should of been reported.